Event description:
It was reported that the touchscreen on the customer¿s pump was slow to respond. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or troubleshooting with tandem technical support. No additional information was provided.